Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The root cause for the stenosis cannot be conclusively determined at this time but it is likely that patient related factors and progression of disease progress contributed to the event. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a second device, a 26mm transcatheter valve, was implanted in the aortic position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was nine (9) years, and fifteen (15) days. The reason for valve-in-valve procedure was noted as severe aortic stenosis. Per the operative notes, after the 26mm transcatheter valve was deployed, a transesophageal echocardiogram demonstrated no evidence of perivalvular leak and ascending aortic angiogram also did not suggest aortic regurgitation. The patient was noted to have tolerated the procedure well.